Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and was determined to be use related. The products returned for evaluation were three 4 fr sl powerpicc solo catheters. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product samples were evaluated and a split was observed in unit 01 between the 7cm - 8cm depth marker, in unit 02 between 7cm - 8cm depth markers, and in unit 03 between the 4cm - 5cm depth markers. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structures revealed no potential damage/defect related to manufacture of the product. The damage locations suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "3 single lumen PICC "leak" from the insertion point. On removal all 3 have a break at around the 5-6cm mark. We trim all of our piccs with the safety scalpel provided in the kit and are very careful to retract blade once done, and we use a securacath to anchor, but this is at the 0-2cm point, all of these devices were leaking under the skin. " it was reported this occurred with three devices. This report addresses the second device and patient. External length: 2cm - secured with securacath; trimmed length 40 cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "3 single lumen PICC "leak" from the insertion point. On removal all 3 have a break at around the 5-6cm mark. We trim all of our piccs with the safety scalpel provided in the kit and are very careful to retract blade once done, and we use a securacath to anchor, but this is at the 0-2cm point, all of these devices were leaking under the skin. " it was reported this occurred with three devices. This report addresses the second device and patient. External length: 2cm - secured with securacath; trimmed length 40 cm.